Manufacturer narrative:
Additional information was received that the missing silicone was removed from the patient.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot#: 15841920, description: next generation anchor kit-sterile lead. Sc-2316-50 (sn (B)(4)): the complaint has been confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Clik anchor sc-4316 (ln 15841920): visual inspection revealed that the anchor's eyelets were fractured and exhibited missing silicon. It is unknown if the silicone was removed from the patient.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well post operatively.